Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was noted to have elevated lactate dehydrogenase (ldh). Log file assessment of the ventricular assist device (vad) indicated a low flow alarm and a rise in power consumption. Pump parameters remained in the normal operating range and ldh was trending downward. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the hospital, administered anticoagulation, and discharged.

Manufacturer narrative:
The pump was not returned for evaluation. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption starting (B)(6) 2018. Parameters remained within the normal operating range. One low flow alarm was logged on (B)(6) 2018 at 03:03:09. Of note, it was reported that the patient received anticoagulation treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump leading to an increase in power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.